Event description:
Add'l info rec'd from MFR 12/9/99: the final analysis results for the device indicate a capacitor anomaly consistent with that contained in the remedial action exemption (rae) notification for model 7223cx. Please reference rae number e1999020.